Manufacturer narrative:
Thirteen manufacturer reports are being submitted for this article. Please reference related manufacturer report numbers: 2015691-2018-02879, 2015691-2018-02881, 2015691-2018-02882, 2015691-2018-02884, 2015691-2018-02885, 2015691-2018-02887, 2015691-2018-02888, 2015691-2018-02889, 2015691-2018-02890, 2015691-2018-02892, 2015691-2018-02893, 2015691-2018-02894.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of thirteen manufacturer reports being submitted for this case.  Per the instruction for use (IFU), heart failure is a potential risk associated with aortic valve replacement and bioprosthetic heart valves. Congestive heart failure can have multiple etiologies and is often due to the progression of underlying disease processes, including coronary artery disease, uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. Risk factors that increase a patient¿s risk of suffering from chf include obesity, advanced age, and a history of smoking. There was no allegation of a device malfunction which could be related to a manufacturing non-conformance.  The event is considered to be related to patient factors.  Per (B)(4), a device history record (DHR) review is not required in this case, the exact cause of the reported chf could not be confirmed and there is insufficient information to determine if a relationship existed between the patients¿ hospital re-admissions and the implanted valve. Reporting and capture are being done conservatively. No additional patient or procedural factors were provided that could determine a root cause. Heart failure is listed in the instructions for use for the tavr procedure and is a known potential risk associated with the procedure.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As presented at 2018 tvt physician training seminars and clinical controversies: tavr ii by dr. (B)(6) ¿the minimalist tavr strategy should be ¿default approach¿ ¿ supported by clinical outcomes and economic benefit¿, multiple events were reported against sapien valve, sapien xt and sapien 3 (s3) valves from procedural outcomes, 30 day clinical outcomes, and one year clinical outcomes. 4 sapine 3 valve procedures were converted to open heart surgery. 10 sapien and 10 sapien xt valve procedures needed a second transcatheter valve. 2 coronary obstructions occurred during a sapien 3 procedure. At the 30 day outcome, 5 sapien valve, 15 sapien xt and 42 sapien 3 valve procedures required cardiovascular readmission. At the 1 year clinical outcome, 17 sapien valve, 31 sapien xt and 107 sapien 3 valve procedures required cardiovascular readmission, and 1 sapien, 4 sapien xt, and 1 sapien 3 valve procedures required re-do avr within 1 year.